Event description:
Consumer called stating that the joystick on her m51 power chair allegedly shows it is in charging mode when the charger is not plugged in. Consumer also stated that when in tilt position the chair allegedly will not move. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m51-cg, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the joystick on her m51 power chair is intermittently not working correctly. It allegedly causes her to be stranded in her van. Her husband needs to help her get it moving again. Unknown what action is taken to get the chair moving. She will be tilted back and cannot get the chair to move. Consumer also alleges that the joystick will indicate that it is in charging mode when the charger is not even plugged in. The malfunction has not been confirmed.